Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and determined that the system was not booting up. Upon troubleshooting, the fse checked the system and found that it was not booting properly. Hardware tests passed, and all suite pc power leds were normal. The software was found to be corrupted, and a reload of the current software was required. To resolve the issue, the fse reloaded the software, restored the backup, and verified the geometry and x-ray functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.